Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 311 mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The time and date were incorrect. Assisted the caller correcting them. The settings, basals, and boluses were correct. Reviewed the alarm history and found low reservoir, no delivery, and button error alarms. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the daughter call back when the tubing clamp arrives. It was mentioned that the customer is on chemotherapy and has been dealing with high glucose since she started using the insulin pump therapy. The next day, the daughter called back to perform the high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.